Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent an initial right hip surgery on an unknown date about 20 years ago. Subsequently, the patient was revised on (B)(6) 2015 due to stem loosening. The stem and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to wear of the polyethylene acetabular liner and possible stem loosening. No revision has been reported to date.